Event description:
It was reported when using the bd vacutainer® serum / cat plus blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "the serum in the blood sample is completely clotted after centrifugation and cannot be used."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum / cat plus blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "the serum in the blood sample is completely clotted after centrifugation and cannot be used."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. The customer has reported clot times for this product between 30 and 45 minutes. This is considered an off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photo provided. Bd determined that the root cause of the indicated failure mode was attributed to pre-analytic handling errors (insufficient clotting time).